Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with (B)(6) patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Article: "ventricular tachycardia secondary to leadless pacemaker implantation in the setting of myocardial ischaemia." Journal of electrocardiology. 2020. (62) 204¿206. Doi: https://doi.org/10.1016/j.jelectrocard.2020.09.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ventricular tachycardia (vt) secondary to leadless pacemaker implantation. The article reports one patient who was implanted with a leadless implantable pulse generator (ipg). The ipg exhibited high thresholds at implant. Several hours after the leadless ipg implant, the patient developed polymorphic vt which was initiated by an early coupled ventricular ectopic beat falling on the t-wave. Cardiopulmonary resuscitation and external electric cardioversion were performed. The status/ disposition of the leadless ipg appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.